Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll circulation, whereby archive results indicated that battery sn (B)(4) did not undergo daily operational checks or battery swaps. Archive results also indicated that battery s/n (B)(4) was not fully charged, which may have contributed to the user advisory faults ua 08 (motor controller fault detected) and user advisory fault 17 (max motor on time exceeded during active operation) being displayed on the autopulse due to extremely low voltage of the battery. The battery was not returned to the MFR for evaluation. Note: autopulse 1.5 g pass-thru s/n (B)(4). MFR report # 3003793491-2013-00501. Nimh battery s/n (B)(4). MFR report # 3003793491-2013-00502.

Event description:
During investigation of autopulse device with s/n (B)(4) reported under MFR # 3003793491-2013-00375 it was determined that the reported problem of the autopulse shutting down was attributed to the batteries (s/n (B)(4)). MFR contacted the customer to return both batteries. For all information please refer to MFR # 3003793491-2013-00375 report.